Event description:
The device is still implanted and the sales rep will pick up once it is explanted. The neurosurgeon reported implanting the device in 2003 in a pt who presented with normal pressure hydrocephalus and had experienced "wounderful results". Recently, the symptoms began to return and the ventricles began to enlarge. A shuntogram with radiotracers was performed. The dye moved from the ventricle to the reservoir but it was not possible to trace the movement of the peritoneal catheter. The peritoneal catheter was visualized on x-ray three to four times but it was impossible to assess the continuity of outflow pathway. During the surgical procedure the neruosurgeon exposed the peritoneal end of the shunt and cerebrospinal fluid appeared to be flowing. Cerebrospinal fluid dripped from the end. The neurosurgeon re-implanted the tip in another location. Dr. Placed a call to the neurosurgeon and the following was discussed: the neurosurgeon asked if there is a possibility of the valve being partially obstructed and if there was a way to test the valve in surgery. A patency test could be conducted but there would be no mechansim to confirm if the valve was within specifications. The neurosurgeon indicated she will be revising the shunt and would like to keep the present ventricular catheter and peritoneal catheter if it was confirmed that these were both patent. The use of a manometer and sterile saline to test the peritoneal catheter was discussed. If the two catheters were functioning acceptably, then the neurosurgeon would like to implant the 909-700 using the two chronic catheters. The valve unit would then be returned for analysis.